Manufacturer narrative:
Title: impact of balloon aortic valvuloplasty on transcatheter aortic valve implantation with self-expandable valve citation: journal of cardiology (2017) volume:69, issue:1, p 245-252 (doi dx.doi.org/10.1016/j.jjcc.2016.03.016) authors: vavuranakis, manolis et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the impact of balloon aortic valvuloplasty (bav) on self-expanding transcatheter bioprosthetic aortic valves. All data were collected retrospectively from a single center between 2008 and 2014. The study population included 191 patients (predominantly male; mean age 80.26 + or - 0.42 years), all of which were implanted with medtronic core valve (serial numbers not provided). Among all patients adverse events included: mild paravalvular leak (pvl), dislodgement, vascular access complications, permanent pacemaker implant, under expansion and stent frame deformity. Positioning difficulties and mispositioning were treated with a valve-in-valve, snare or recapture. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.